Event description:
It was reported after unloading a patient from the ambulance, the patient shifted their weight suddenly and the stretcher tipped over to the ground. The patient was admitted to the hospital as a precaution but was not injured. No additional information has been provided.